Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The wire broken at 166cm from the proximal section was returned loaded in the rotablator and it could be removed. The distal tip was not returned. The device has the body kinked in the proximal section, in the middle of the device and near to the broken section in the middle of the device. Overall length and outer diameter couldn't be measured due to the device condition. Outer diameter of the middle of the device near to the broken section and proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09684. It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the severely calcified left anterior descending (lad) artery. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During removal of device after first ablation, it was noted that the burr failed to be removed from the wire. The rotaburr and rotawire were removed from the unspecified guiding catheter together. The procedure was completed with another of the same rotawire¿ and 1.25mm rotaburr. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 year and above. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09684. It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the severely calcified left anterior descending (lad) artery. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During removal of device after first ablation, it was noted that the burr failed to be removed from the wire. The rotaburr and rotawire were removed from the unspecified guiding catheter together. The procedure was completed with another of the same rotawire¿ and 1.25mm rotaburr. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09684. It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the severely calcified left anterior descending (lad) artery. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During removal of device after first ablation, it was noted that the burr failed to be removed from the wire. The rotaburr and rotawire were removed from the unspecified guiding catheter together. The procedure was completed with another of the same rotawire¿ and 1.25mm rotaburr. No patient complications were reported and the patient's status was good.